Event description:
This MDR is being filed as exposed material. It was reported that a patient experienced irritative voiding symptoms of frequency and dysuria (felt like she was sittng on something) following the initial treatment in 2006, with a urethral bulking implant. Via cystoscopy the following month, the physician noted exposed material. The material was removed from the bladder and the injection site. The size of the exposed area was 5mm to 1cm. Two months later, he performed another cystoscopy and the injection site was fine. The urethra has re-epithelialized and is now healing. The current status of patient was listed as improved stress incontinence. Patient is continent. Injection details are as follows: local anesthesia, lubricant with IV sedation. Implant volume was 1.0ml per side, flexible needle, transurethral approach, rate of injection was 1cc over 60 seconds, needle held at injection site for 60 seconds, position of injection site was 2cc distal to bladder neck, needle was imbedded to shoulder, no blanching, blebing or coaptation noted.

Manufacturer narrative:
A review of the device history record for the reported lot number found nothing that would cause or contribute to the reported problem. The instructions for use states that the device forms a cohesive, spongy mass that serves to bulk surrounding tissue and is not subject to absorption or enzymatic breakdown within the body. The low viscosity of the implant solution and the cohesive mass of the resulting implant require specific attention to the injection site, needle orientation, depth of needle placement, rate of injection, and injection volume, in order to achieve the highest rate of success. During the course of the clinical investigation, 28 subjects receiving the urethral implant treatment experienced exposed bulking material in the urethral mucosa. Exposed material was associated with shallow placement and injection proximal to the bladder neck. Overtime, the urethra healed spontaneously as the mucosal surface re-epithelialized. A physician may choose to remove exposed material cystoscopically with graspers or forceps to facilitate healing. The IFU instructs the user: the unique characteristics of the bulking material require injection techniques that may differ slightly from techniques employed with alternative bulking agents. Contraindications include patients with the following conditions: acute cystitis, urethritis, other acute or chronic genitourinary tract infections, or fragile urethral mucosal lining.